Event description:
As soon as doctor went to cannulate and remove the stillet from the cannula there was a kink or collapse, this time at the top of the cannula where the smaller portion of the cannula before larger.

Manufacturer narrative:
Customer report was confirmed. Cannula was received in open package. No visible blood was found on the unit. Cannula body was compressed at wire reinforced section near over mold area. The wire reinforced section was also slightly pinched at multiple locations. (B) (4). Wire are has been redesigned and strengthened and packaging was improved to include a protective sheath. This should minimize the risk of damage during shipping and handling but would not prevent damage from excessive force or pinching. (B) (4).

Event description:
Initial info was received from a physician on 02/13/2010 (web-based inquiry) and by (B)(6) on 02/15/2010 and 02/19/2010: a physician reported he had recently injected a pt using naproxen with a poly-l-lactic acid (sculptra) injection. The pt (age and gender not provided) experienced gastrointestinal/oral bleeding. He required info on interaction between poly-l-lactic acid and other components such as mannitol and effect on platelet aggregation, platelet consumption and any report of acute gastrointestinal bleeding. No further relevant info was provided at the time of this report. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6)2010: a pt received poly-l-lactic acid (sculptra) while on therapy with naproxen and experienced gastrointestinal bleeding. The known effect of naproxen to gi could be an alternative explanation (more likely) for the reported events. Add'l info has been requested.